Event description:
It was reported that the user was unable to dilate the skin, and found that the tip of the dilator had peeled back. As a result, a new kit was opened and used without issue. There was a delay, however, there was no reported death or complications to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.